Event description:
It was reported that upon unpackaging the 3.75x20mm trek balloon dilatation catheter (bdc), the proximal tip where the trek connects to the inflation device was separated and loose in the pouch. The device was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was reported.

Manufacturer narrative:
The device was not returned for evaluation. The corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production record for this product could not be reviewed and a complaint review could not be performed because the product was not returned for evaluation and the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported separation. Possible factors that may contribute to a separation include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.